Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported by the field clinical specialist, this patient presented with central ai. The team is going to obtain a CT and then determine a plan for thv in thv or explant with savr. The intervention has not yet been scheduled.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by edwards implant patient registry (ipr), approximately 2 years 6 months post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, the patient underwent explantation of their valve and implantation of a surgical valve. Additional information received via additional medical records revealed that a pre-procedure work up had demonstrated severe aortic stenosis of the 23 mm sapien 3 ultra valve. It was also noted that the patient was placed on medication (warfarin) for CT findings of halt. The patient had presented with bioprosthetic regurgitation and stenosis with symptoms of fatigue and dyspnea on exertion (doe). Subsequently, the patient underwent explant of the sapien 3 ultra valve and had an edwards surgical valve implanted. During the procedure, the sapien 3 ultra valve was noted with fibrinous build up on the leaflets and poor leaflet mobility. The prosthesis freed from the aortic root sharply without full thickness intimal disruption.

Manufacturer narrative:
Updated section h6- component code, type of investigation, findings, and conclusions. The device was not returned for evaluation. The complaints for valve thickened leaflet/halt, stenosis, valve leaflet motion restriction, and central regurgitation were confirmed based on the provided medical record. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the instructions for use/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis. In this case, patient had vast pre-existing comorbidities (dyslipidemia, stress induced hyperglycemia, etc), which are known factors that may increase the risk of valve calcification leading to early valve degeneration with thickened leaflets. Available information suggests that patient factors (pre-existing comorbidities) may have contributed to the halt. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, patient had leaflet thickening, which could narrow the opening (effective orifice area or eoa), and obstruct the blood flow, resulting in stenosis. In additional, there was an unknown fibrinous on the explant valve as reported, which could further narrow down the opening of valve. As such, available information suggests that patient factors (thickened leaflets, unknown fibrinous) may have contributed to the stenosis. As the leaflets were thickened, it could affect the function/ suboptimal coaptation of leaflets resulting in leaflet motion restriction. As such, available information suggests that patient factors (leaflets thickened) may have contributed to the leaflet motion restriction. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. In this case, thickened leaflets and unknown fibrinous could lead to suboptimal leaflet coaptation resulting in central regurgitation. As such, available information suggests that patient factors (thickened leaflets, unknown fibrinous) may have contributed to the central regurgitation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: update to b4, b7, g3, g6, h2, h6, h10. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed using the valve serial numbers from related work order and revealed no other complaints relating to the relevant complaint codes. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The s3 and s3u thv with commander IFU was reviewed. Paravalvular or transvalvular leak and valve regurgitation are known potential adverse events. Noted under potential adverse events, 'paravalvular or transvalvular leak' and 'valve regurgitation'. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on the medical record. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'this patient presented with central ai. The team is going to obtain a CT'. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Due to limited information provided a definite root cause was unable to be determined at this time. A definitive root cause is unable to be determined. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.